Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 52 mg/dl. Caller states he normally ranges from 140-160 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (52) and the highest normal result (160) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).